Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs professional meter serial number (B)(4) compared to the stago neoplastine laboratory method. The result from the meter was 6.8 inr. The result from the laboratory within 7 hours was 4.9 inr. On (B)(6) 2019 the meter result was 4.8 inr. The result from the laboratory within 7 hours was 3.3 inr. The patient's therapeutic range is not known. No medical treatment was necessary. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. On (B)(6) 2019 the patient's coumadin dose was decreased. The patient has had no diet changes, no new illnesses and was not experiencing any unusual bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were both returned. The customer's test strips were measured with the returned meter with liquid qc of a high level: qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.